Manufacturer narrative:
The product has been forwarded to codman for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time. (B)(4).

Event description:
The contact from the facility reported that a deltamaxx coil (cdx180415/c36100) could not be detached despite the audible signal beeping. However, the detachment light did not illuminate. During pre-deployment electrical check the green system ready light illuminated. Thus the physician prepared to try again however he realized that the green system ready light was no longer illuminated. The aforementioned coil and a complaint control cable (ecb00018200/p10418) were replaced with new ones. No other coils were detached with the complaint cable prior to the difficulty. The procedure was completed successfully without further issues. However due to the event the procedure was delayed. Nevertheless, the delay was not clinically significant as there were no patient injury/complications. The products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the products prior to the event. There were no damages noted on the coil delivery system after removal. The coil was successfully removed and was not stretched. The coil was still attached to the delivery system when it was removed. No low battery or fault light was seen during the case. Upon pressing the power button all lights illuminated on the dcb. All connections appeared to fit properly without use of excessive force. The deltamaxx was available to be returned for analysis but the control cable was already disposed. No further information is available.

Manufacturer narrative:
The following description was from the complaint event, ¿no visible damage was noted on the products prior to the event. There were no damages noted on the coil delivery system after removal. The coil was successfully removed and was not stretched. The coil was still attached to the delivery system when it was removed.¿ as viewed through the returned packaging only the distal section of the device positioning unit (dpu) was returned. Located off the distal tip a length of 12.0 centimeters was only returned. The remainder of the device was severed and not returned. Also not returned was the complete introducer sheath with the attached resheathing tool. This is unreported damage. The bent severed end was unreported. No material defects were found. The detachment fiber did not receive heat and melt. The coil was returned severely damaged which is unreported. The circumstances of how and when all the above damage occurred cannot be determined. No manufacturing defects were found on the severed end of the dpu. Due to the unreported damage found and only having the distal 12.0 centimeters of the dpu returned, no electrical testing could be performed; therefore the root cause of the coils non-detachment cannot be determined. In addition, without the return of the complete dpu and the complete detachment system used in the procedure, it cannot be determined if these components contributed to the complaint event. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The cause of the unreported could not be determined. Due to the damages electrical testing could not be performed to confirm or deny the complaint. However there is no evidence of a manufacturing defect from product analysis testing and review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.